Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of gel stent blockage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient had a xen®45 gts implanted in the unknown eye. Healthcare professional stated during needling procedure 3 months post-op, "there is no filtration of the xen even if the extremity is cut: there is an occlusion in the xen, and this occlusion is not visible pre-operative." Per physician, "patients had to be reimplanted, and the second xen works well."